Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarm for "iab circuit leak (gas loss)" was issued. There was no patient harm .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarm for "iab circuit leak (gas loss)" was issued. There was no patient harm.

Manufacturer narrative:
Investigation completed on: 07/22/2024 additional info: e1 (event site state: (B)(6), event site postal code: (B)(6), event site telephone: (B)(6)). Due to character restrictions in block e1 (event site name: (B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the unit. During the evaluation, fse could not reproduce the symptoms regarding the "iab circuit leak (gas loss)" and could not confirm the reported issue. Fse also performed the "manifold test" for leak testing of the "internal solenoid valve," it was found to be in good condition. Then, the fse further did the operation check based on the inspection record sheet, and the results were favorable. Operating time: 1836 hours, pump cycle count: 8,854,129 cycles. Sd cycle: 302,761 cycles. Sd next replacement period: february 2028. Next replacement cycle: 6,000,000 cycles. Td next replacement period: february 2025. Next replacement cycle: 12,000,000 cycles. 9vbb the next replacement period is october 2024. Bt replacement period is february 2027, february 2027 pm time, and exchange time is 5000 hours. The patient was involved during this incident and there was no harm to the patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an issue regarding the "alarm" for "iab circuit (gas loss). There was no patient harm .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a